Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose was 76 mg/dl, 86 mg/dl, 43 mg/dl within 11-20 minutes in back to back testing. Patient did not experience any adverse events. No further info has been reported.